Event description:
The reporter stated that the item had been engraved with a wrong inscription. On the volar (i.e. Palm of hand) side of the implant the word "dorsal" was engraved. As a result, the trial component was placed incorrectly and a wrong alignment was made. Integra has written to the reporter to request more clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been returned for evaluation. An investigation has been initiated based upon the reported info.